Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle pfr kit, a 1x3 centimeter piece of the sheath tore off inside the pt and was unable to be retrieved. The physician stated he is not concerned about the piece remaining inside the pt, and there are no plans to remove it. The pt was prescribed a course of antibiotics as a precaution, and is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture and expiration date cannot be determined. The complainant indicated that the remaining part of the sheath was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.